Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation, after it was updated. The device was returned to olympus for inspection and the reported failure was confirmed. Updated fields: h2, h6, h11. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage to the imaging unit causes scope communication error (e227). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had a communication error. The issue was found during preparation for use. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: nozzle has foreign objects. Based on the results of the investigation, and since the communication error was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most likely cause of the foreign material in the scope was unable to be determined. The foreign material in the scope can be detected/prevented by following the instructions for use which state: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.